Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has occurred in pt anatomy, previously and caused or contributed to pt injury. Device issue: guide wire separation. It was reported that the bmw-hc guide wire was advanced and placed in the lesion. Then, the bmw-hc guide wire was clipped to the drape using forceps, then the guide wire separated outside of the pt's body. This is the usual practice at this hosp as all of the pts are children. No add'l event or pt info is available.